Event description:
It was reported that the pump display remained dark and would not turn on despite multiple attempts. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.